Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact device problem code: a140901 - complete blockage.

Event description:
Material # - 305106 batch # - 3055902 it was reported by customer that while trying to inject medication on a patient, the needle was clogged, and medication could not be administered. Leading to loss of medication and delay in treatment. Verbatim: productcomplaint: customer called and stated over the past weeks the needles have been clogged. Today (B)(6) 2023, while trying to inject medication on a patient, the needle was clog and medication could not be administered. Leading to loss of medication and delay in treatment. Customer provided lot 3055902, sample from today is available. Return kit and container required. Customer does not have the dates of the two incidents.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation it was reported the needle was clogged. To aid in the investigation, one hundred forty-three samples were received for evaluation by our quality team. One hundred forty-two samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed to the sample with no packaging blister and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible the expel the solution; this needle is clogged. From the remaining one hundred forty-two samples, eighty samples were randomly selected for evaluation. A visual inspection was performed, and no defects or imperfections were observed. Each of these eighty samples were connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. Needle clogging can occur while passing the needle through the stopper vial which can clog the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3055902. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material # - 305106 batch # - 3055902 it was reported by customer that while trying to inject medication on a patient, the needle was clogged, and medication could not be administered. Leading to loss of medication and delay in treatment. Verbatim: productcomplaint: customer called and stated over the past weeks the needles have been clogged. Today 11/06/2023, while trying to inject medication on a patient, the needle was clog and medication could not be administered. Leading to loss of medication and delay in treatment. Customer provided lot 3055902, sample from today is available. Return kit and container required. Customer does not have the dates of the two incidents.

Event description:
(B)(4) additional information received: 1. Are you able to provide the dates of the events in the format of dd-mm-yyyy? If unknown, can state unknown. 11-06-2023. 2. Any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Needle plugged 3. How many occurrences happened? (2) 4. Any adverse event or serious injury reported to patient or health care professional? Probably not 5. How was the patient outcome? Are there any clinical signs, health consequences or impact? Delay in patient care, splash to provider of avastin. Material # - 305106 batch # - 3055902. It was reported by customer that while trying to inject medication on a patient, the needle was clogged, and medication could not be administered. Leading to loss of medication and delay in treatment. Verbatim: productcomplaint: customer called and stated over the past weeks the needles have been clogged. Today (B)(6) 2023, while trying to inject medication on a patient, the needle was clog and medication could not be administered. Leading to loss of medication and delay in treatment. Customer provided lot 3055902, sample from today is available. Return kit and container required. Customer does not have the dates of the two incidents.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055902. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.